Manufacturer narrative:
Patient information not available at time of report. Medtronic rep replaced axiem box per (B)(4), and system was working as intended after testing. No impact on patient outcome.

Event description:
A medtronic representative called to report intermittent tracking when the reference frame was plugged into the axiem port. The frame and instruments flicker between green and red status. System continued to perform after they plugged into another port. The procedure continued as planned with navigation after a short delay, there was no harm to the patient.